Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim#(B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -9.50/2.5/092 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to refractive surprise. A same size , different power (sphere/cylinder/axis) lens was implanted on (B)(6) 2023 to resolve the problem.

Manufacturer narrative:
Additonal data: h6- type of investigation code: 3331- device history record (DHR) review: the DHR review indicates that the product has not been manufactured within the established process parameters and that there is indication that the manufacturing and/or processing of the device contributed to the complaint issue. Root cause was not determined. Corrected data: b5-the reporter indicated that the surgeon horizontally implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -9.50/2.5/092 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. The patient experienced a refractive surprise. On (B)(6) 2023 the lens was repositioned. On (B)(6) 2023 the lens was exchanged with the same model, length and power and the problem was resolved. Reportedly "the surgeon suspected the lens(sn : (B)(6)) was mislabeled. Finally, he replaced it with a new one with the same size and power." H6- health effect- impact code: "4627" should be removed and "4628" should be added. H6 - medical device problem code 1494: off-label use (under 21 yrs of age at date of implantation) should be added. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with liquid. Visual inspection found haptic torn. Lens model size returned is not lens model size stated in claim. Dimensional inspection found the overall width within specifications but overall length found the returned lens did not meet original values measured at the time of manufacturing. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim# (B)(4).